Event description:
It was reported that review found that this right ventricular (rv) lead had observations of noise and high out of range pacing impedances greater than 2500 ohms for some time. The patient had not been seen since 2017, and the monitoring has also been disconnected for some time. Appears that it was a known issue, but unsure when the issue started. The system remains in-service, and no adverse patient effects were reported.